Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type ii. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller said the pt had to goto the ER yesterday to get an MRI and put themselves into MRI mode but then found the screen went blank on the controller.  Caller said the reason for ER visit and MRI was related to medtronic device. Caller says that "it was because of the implant and infection and stuff". When asked for further details, caller said "I don't really want to get into it right now, we are working with the doctor on that". They did say that this issue started the day of the patient's implant. The patient was redirected to their healthcare provider to further address the issue. It was later reported that the patient called to advise that she has a suspected pocket infection and went to the ER. Patient further stated that she has notified the hcp, and has an appointment to be evaluated for possible infection. MRI showed abscess or seroma of the tissues surrounding the stimulator battery.